Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient was unable to recharge the device. The patient had revision surgery to check to see if the device had flipped or placed closer to the skin surface. During surgery, it was noted the device had not flipped. The device was interrogated prior to surgery with a message stating the "battery had been discharged". The hcp chose to replace the device rather than just revise the pocket. The device was programmed and good stimulation was obtained without difficulty.